Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported button tactile issue was not duplicated. The pump powered up with auditory and vibratory features. The keypad cover was undamaged and no tactile issue was observed with the keypad buttons. Removal of keypad cover did not find any contamination under the button contacts. Unrelated to the reported button issue, it was observed that the display screen was dim and discolored. The bolus button cover was detached/missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿ and ¿down¿ arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.